Event description:
It was reported the handle is broken. It was noted that other wise the programmer is functioning properly. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer has broken handles. Analysis also found the programmer has internal corrosion. Concomitant products: product ID 2067l rf (radio frequency) head; product ID 229047 analyzer. (B)(4).